Event description:
The customer reported to beckman coulter (bec) a leak inside the coulter ac*t-diff analyzer. The volume of the leak was a few ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. There was no biohazard exposure to mucous membranes or open wounds. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated in connection to the leak. There was no death, injury or change to patient treatment associated with this event.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found that the tubing attached to the dual diluent filters was cracked. The fse replaced the dual diluent filters and the tubing. Upon further inspection, the fse discovered that the probe was also leaking. The fse found a hole in the tubing through pinch valve lv8 which controls the probe wash drain. The fse replaced the tubing through pinch valve lv8 and the instrument ran without any leaks. The cause of the first leak was that the tubing at the dual diluent filters was cracked. The cause of the other leak was that the tubing through pinch valve lv8 had a hole in it. (B)(4).